Manufacturer narrative:
The product remains implanted. No radiographs were provided. Production records were reviewed for the device involved, no issues related to manufacturing were noted that may have contributed to the event. It was reported that the patient has congenital abonormalities and very hard bone in some places. The exact cause of the incident could not be established.

Event description:
It was reported to the manufacturer that a 4web cervical screw fractured during surgery. Information received indicated that significant amount of force was applied while attempting to fully seat the screw in order to engage the anti-backout plate, at which point the screw head fractured. The threaded portion of the screw remains implanted in the patient's bone. The second screw was subsequently implanted without issue, and the anti-backout plate was engaged. No additional complications or patient injury were reported. The surgery was completed successfully.